Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm lot #: mersilene suture: product code: r496t; lot #: unknown are you able to return product for evaluation? If so, please provide your address and we can send a return mailer kit. If not, can you please provide photos of the label with the missing expiration dates?

Event description:
It was reported that during a routine check of materials, the box of suture was found to not have an expiration date on it. There was no patient involvement.